Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes malfunction events. It was reported that a clearlink y-type blood/solution set backflowed platelets during patient infusion. This event involved a patient with no patient consequences. No additional information is available.